Event description:
Additional information was received from the patient's surgeon. He indicated that the patient was very thin, and had developed keliod scars from the previous procedure. He indicated that there was no device failure. Lead impedance was normal (no specifics provided), and no suspected patient injury had occurred. The surgeon indicated that the pain was caused by the generator and lead pressing on the scar tissue. He also indicated that the scar tissue was due to the patient's physiology and that no interventions were planned or will be taken for the scarring. The surgeon did not indicate when the symptoms started or provide any information on the flushing at the lead site. However he did indicated that the protrusion was related to the patient's thin nature. The generator was returned on 12/07/2011; however product analysis is not yet complete. The implant card and returned product form both indicated that the replacement was for prophylactic reasons.

Event description:
Product analysis on the explanted lead was completed on (B)(6) 2012. In the (B)(4) lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The patient reported that she felt that her generator was too big and it was causing her pain. The patient also indicated that she would experience redness at the electrode area when the magnet was swiped, and that the lead appeared to be protruding under the skin and causing her pain. The patient did not report any manipulation or trauma, and could not remember when the events started. The patient then underwent a generator replacement procedure on (B)(6) 2011. The patient was implanted with a smaller generator model. The lead was not replaced at that time. Attempts for additional information have been unsuccessful to date.